Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported from the clinical supervisor that d10w infused too fast. The d10w was programmed on the pump to infuse at 6ml/hr at 01:40am and at this time the patient's blood sugar was at 78 and at the same time a normal saline infusion was infusing at 46 ml/hr. At 03:41am the infant patient had a blood sugar of 504. Staff had also noticed that over 100 ml of fluid was missing from the 250 ml bag when it was programmed to run at 6ml an hour. Staff reported that the fluid was scanned and started on the pump appropriately. There was no further impact reported to the patient.

Event description:
It was reported from the clinical supervisor that d10w infused too fast. The d10w was programmed on the pump to infuse at 6ml/hr at 01:40am and at this time the patient's blood sugar was at 78 and at the same time a normal saline infusion was infusing at 46 ml/hr. At 03:41am the infant patient had a blood sugar of 504, and went to a blood sugar of 730 at 05:27 am. Staff had also noticed that over 100 ml of fluid was missing from the 250 ml bag when it was programmed to run at 6ml an hour. The customer indicated that they believe the nurse switched the bags of medicine. Staff reported that the fluid was scanned and started on the pump appropriately. There was no further impact reported to the patient.

Manufacturer narrative:
Correction on initial report: d.1, d.4, g.5 & h.4. Additional information provided: d.11. The customer¿s report of over infusion was not confirmed. Physical inspection noted the device to be good condition with the instrument seal intact. Dried fluid was observed on the female iui, male iui, on the rear case under the female iui and male iui, inside rear case, and under the membrane frame. No other anomalies were observed. The primary IV tubing set (model: 11532269; lot: unknown) was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No visual anomalies were observed. Review of the pcu error log found no errors recorded on the reported event date. Analysis of the pcu event log showed that on the reported event date, the suspect pump completed an infusion of 6 ml of drugid=138 at a rate of 6 ml/hr. An additional 6 ml was added to vtbi but the device was channeled off prior to completion for unknown reasons. The same medication was recorded as infusing on a syringe pump module at the same time as the suspect device at a rate of 46.6 ml/hr. The dataset shows that the reported medications 10% dextrose (d10w) and normal saline were not programmable options. By reprogramming available medications and reviewing the pcu event log, drugid=138 was confirmed as ¿IV fluids¿ and drugid=140 was confirmed as ¿IV fluids with additives¿. Functional testing was performed on the returned administration set with no anomalies observed. Concentricity testing performed found the pumping segment to be within specification. Testing performed found the suspect pump operating within specification. The root cause of the reported over infusion was not identified. The log review did note the occurrence of 3 flow stop open alarms, totaling 13 seconds, however it cannot be determined if the roller clamp was closed prior to the alarms, which would prevent a free flow condition. Device history review: review of the source device (sn (B)(6)) service history record showed the device had a manufacture date of (07/12/2017). A review of the device service history record was performed beginning from the date of manufacture to the present date (07/07/2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.